Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most likely cause of the foreign material in the scope was failure to follow instructions. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during reprocessing the duodeno videoscope exhibited foreign material from the air/water channel and the light guide lens. There was no patient involvement in this event.